Event description:
It was reported that externalized conductors were observed when an asymptomatic patient presented in clinic for a normal follow-up. No electrical anomalies were detected. The lead remains implanted and the patient will continue routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.